Manufacturer narrative:
Article citation: coombs, demetrius m., aliotta, rachel, jagadeesh, deepa, et al. Breast implant-associated anaplastic large cell lymphoma with invasive chest wall masses. Annals of plastic surgery. 26/mar/2021; 1-6. (B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "approximately 500 ml dark brown seroma within the left breast pocket," "the fluid was sent for culture which yielded propionibacterium acnes," "pathology revealed capsule with necrosis," "left-sided capsular contracture due to seroma," and a "relatively firm left breast."

Event description:
Through journal article ¿breast implant-associated anaplastic large cell lymphoma with invasive chest wall masses¿ authors report a patient who experienced "approximately 500 ml dark brown seroma within the left breast pocket," "the fluid was sent for culture which yielded propionibacterium acnes," "pathology revealed capsule with necrosis," "left-sided capsular contracture due to seroma," and a "relatively firm left breast." The device was explanted and not replaced. A partial capsulectomy was performed.